Event description:
Reporter alleged lancet device plunger is stuck and when pressing on the end of it, the device will not release back up again. The manufacturers' evaluation department determined the lancet tip is not retracting or extending out after use. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the suspect device and replacement product was sent.